Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix mechanism.

Event description:
It was reported that during implant, there was an integrity issue suspected with the right ventricular (rv) lead. On implant in several different positions the pacing impedance continued to increase to greater than 3000 ohms. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.